Event description:
The usage of a trocar caused a series of nerves to be "dinged" causing severe pain at levels of t8, t9, t10 and t11. This device was used in the performance of a "nissen fundoplication". Ever since 1999 rptr has had to take - neurontion 900 mg 3x daily - vicodin es 7.5/750 every 4 hrs. - celebrex 100mg w x daily - nortriptyline 50 mg at bed time (for sleep) and use lidoderm 5% patch for 12 hrs on 12 hrs off and use a tens unit also.